Manufacturer narrative:
(B)(4).

Event description:
The pt had the stomach flu and was throwing up. The next day his legs were hurting and this was what happened when the catheter was kinked in the last pump (see manufacturer's report # 6000030200600475). The pt had withdrawal. The catheter was found to be kinked. The pump was explanted; it is unclear if both the pump and catheter were explanted. Additional information has been requested. A follow-up report will be sent if additional information becomes available.